Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received power cable disconnect alarms on (B)(6) 2022 on both battery power and the power module. Log file analysis also showed a system controller exchange on (B)(6) 2022. Technical services saw that prior to the system controller exchange there were 16 alarm silence button pushed events and they suggested that the patient may have unknowingly initiated a system controller self-test. On (B)(6) 2022 the patient's primary doctor asked that the patient replaced their battery clips. The site reports the alarms resolved after both controller and clip exchanges.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the submitted log file. A review of the submitted log files contained data spanning approximately 34 days (28mar22 ¿ 30apr22 per timestamp). On 28apr22 at 20:31:19, while connected to batteries, power cable disconnect alarms activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and resolved shortly after. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log files. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Provided information stated that all the alarms have resolved since the battery clip set and system controller exchange. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect and backup battery fault alarms. Heartmate 3 patient handbook section 6 - "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10 - ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries and inspecting the system controller power cables for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.